Manufacturer narrative:
Catheter: model: 8709sc, serial #: (B)(4), implanted: unk, explanted: unk.

Event description:
A cerebrospinal fluid (csf) csf leak was initially reported. It was noted that a physician will be taking the intrathecal end out, and leaving the pump on minimum rate. It was later reported that the patient presented with fluid leaking from her back; and "there was a healing incision that had a pinhole leak". The patient was taken to surgery on (B)(6) 2011, where they removed the spinal section of the catheter. They left the remaining system in place with the pump turned to a minimum rate; and the spinal end of the catheter in subcutaneous tissue. The neurosurgery team tightened the fascia over the apparent area of the leak. The patient returned on (B)(6) 2011 with continued csf leakage. At this point, they took her back to surgery where neurosurgery injected some "fibrinogen glue" at the site of the apparent csf leak. The patient remained in the hospital to be monitored with a lumbar drain. The type of baclofen administered via the patient's pump was unknown, however it was indicated "that most of what they use typically is compounded".